Manufacturer narrative:
Event site name: (B)(6). The unique identifier (UDI)# information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Additional information will be provided following the conclusion of the investigation.

Event description:
On 23rd september,2024, getinge became aware of an issue with one of surgical lights - powerled 300. It was stated the label on the devon handle was chipping. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The correction of b5 describe event and problem, h6 investigation findings and h6 investigation conclusions deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 23rd september, 2024 getinge became aware of an issue with one of surgical lights - powerled 300. It was stated the label on the devon handle was chipping. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: on 23rd september, 2024 getinge became aware of an issue with one of surgical lights - powerled 300. It was stated the label on the devon handle was chipping. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Further information provided by getinge employee indicated that the label came off during cleaning of the handle by customer. Based on additional input from getinge employee it was possible to determine that the issue investigated herein is not safety and risk related, as there was no risk that label or it parts could fall off into to sterile field which was initially considered. Therefore, the scenario described in the record is considered as non-reportable. Previous h6 investigation findings: results pending completion of investigation///3233 corrected h6 investigation findings: none previous h6 investigation conclusions: conclusion not yet available//11 corrected h6 investigation conclusions: cause traced to user//19 initially provided information was pointing to label chipping. The issue is considered as safety related as any particles falling off into sterile field or during procedure may cause contamination. According to additional clarification provided by the getinge technician, the initial information was incorrect. It was determined that the issue investigated herein is not safety and risk related as the label came off during cleaning of the handle by customer and there was no risk of label particles fall off into sterile field. The investigation was performed. The investigated scenarios did not cause risk to human life. The review of the customer product complaints, related to investigated issue in time, shows that there is no regular income. It was established that when the event occurred, the device was up to the manufacturer specification and was not being used for patient treatment or diagnosis. No apparent reason was identified for suggesting to open a CAPA or evaluation for the need of another action in the market.

Event description:
On 23rd september, 2024 getinge became aware of an issue with one of surgical lights - powerled 300. It was stated the label on the devon handle was chipping. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Further information provided by getinge employee indicated that the label came off during cleaning of the handle by customer. Based on additional input from getinge employee it was possible to determine that the issue investigated herein is not safety and risk related, as there was no risk that label or it parts could fall off into to sterile field which was initially considered. Therefore, the scenario described in the record is considered as non-reportable.